Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no product quality issue identified with this device based on the information reviewed. The other four perclose proglide devices are filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using five proglide devices via a 6f sheath after a peripheral interventional procedure. Reportedly, a cuff miss occurred with all five proglide devices. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.